Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the pump was in the customers pocket. The customer's blood glucose level was 86 mg/dl. Reportedly, the customer was unable to clear the alarm. Tandem technical support instructed the customer to wipe away any potential moisture from the speaker holes. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.